Event description:
Additional information received reported that the patient was implanted in (B)(6) 2011. The health care provider (hcp) determined that the battery was at the end of its service life. The hcp offered to remove and replace the device, but the patient decided to use an alternative therapy at the time.

Event description:
It was reported that there was premature ins battery depletion. The device lasted less than a year. The patient' stim settings were not known. Troubleshooting/interventions were being considered. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).